Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The battery pins were rusty and the battery was from 2018. After removing battery from service and testing device with fully charged batteries the device worked as expected. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.